Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. The dilator was perforated at 2.33¿ proximal to the distal tip. The sheath was undamaged. No anomalies were noted when the dilator was advanced through the returned sheath. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The cause of the reported dilator perforation remains unknown.

Event description:
This report is to advise of an event noted during analysis which revealed a perforated sheath.